Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 2 years and 3 months after a transfemoral transcatheter pulmonary valve replacement procedure with a 29 mm sapien 3 valve, the patient presented with shortness of breath, dizziness, and chest pain. The valve was found to have severe central regurgitation. A valve in valve was performed with a 26 m sapien 3 ultra valve. The patient was stable and was discharged home after the procedure. No central leak was noted at the initial implant.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. It should be noted that the thv was implanted in the pulmonary position within a conduit for this case. The sapien 3 (s3) with the pulmonic delivery system (pds) was indicated only for pulmonic position with alterra adaptive present. The instructions for use (IFU) provided guidance for the transfemoral (tf) procedure in the pulmonic position with alterra adaptive present and were reviewed for relevant insights on using the s3 with the pulmonic delivery system. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation was unable to be confirmed due to unavailability of medical records and imagery. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.